Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error code "1140". There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1140. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was verified by functional testing. The cause is the printed wire assembly (pwa) board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair.